Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
During a follow up, a device alert was received indicating that post paced t-wave oversensing episodes were present. The device was reprogrammed to resolve the issue and the patient was stable.